Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump did not record a bolus delivery in the history. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/04/2016-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use. During testing, the pump powered on properly. The rewind, load, and prime steps were completed successfully. A 10 unit audio bolus and normal bolus were programmed and delivered accurately. Both bolus deliveries were properly recorded in the pump delivery history. The keypad buttons responded appropriately to user presses. The total daily dose values added up to accurately reflect the user programmed basal rates. A delivery accuracy test was performed and passed with the pump delivering within specifications. The complaint was not duplicated, and no defect was found.